Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stuck button alarm occurred, cause was unknown. Customer's blood glucose level was 98 mg/dl. Reportedly, the alarm was cleared and customer continued using the pump for insulin therapy.